Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result of "hi" (higher than 500 mg/dl) compared to a reading of 97 mg/dl obtained on an unspecified meter. Customer experienced a loss of consciousness while at sleep and an ambulance was called. Customer was treated with glucose via IV. No further treatment was reported. There was no report of death or permanent impairment associated with this event.